Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one x-port isp m.r.I. Plastic port with 8 fr s/l groshong catheter was returned for evaluation. The sample was returned assembled, with the catheter attached to the port stem underneath the catheter lock. A complete break of the catheter was noted between the 15cm and 16cm depth markers as well as a hole with circumferentially-aligned damage between the 16cm and 17cm depth markers. When viewed under magnification, the surface of the break was noted to be mostly rough and granular with some smooth areas. The hole's surface was noted to be rough and granular throughout. Based on these findings, the investigation is confirmed for the reported catheter break. Per the evaluation results, the break and hole were both circumferentially-aligned and both had a granular surface, with the break possessing some smooth areas. These are characteristics that may indicate flexural fatigue, and it is possible that cyclic kinking of the catheter tube due to physiological, placement, usage or mechanical factors may have contributed to the reported event. Additionally, per the reported event details, the device was inserted via the subclavian vein. As a result, it is possible that damage caused by compression of the catheter between the clavicle and first rib may have contributed to the reported event, as both the break and hole were circumferentially-aligned and had a granular surface. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the catheter was placed in the subclavian vein. It was further reported that a fracture was identified. Reportedly, catheter segment and port body were removed successfully. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one x-port isp m.r.I. Plastic port with 8 fr s/l groshong catheter was returned for evaluation. The sample was returned assembled, with the catheter attached to the port stem underneath the catheter lock. A complete break of the catheter was noted between the 15cm and 16cm depth markers as well as a hole with circumferentially-aligned damage between the 16cm and 17cm depth markers. When viewed under magnification, the surface of the break was noted to be mostly rough and granular with some smooth areas. The hole's surface was noted to be rough and granular throughout. Based on these findings, the investigation is confirmed for the reported catheter break. Per the evaluation results, the break and hole were both circumferentially-aligned and both had a granular surface, with the break possessing some smooth areas. These are characteristics that may indicate flexural fatigue, and it is possible that cyclic kinking of the catheter tube due to physiological, placement, usage or mechanical factors may have contributed to the reported event. Additionally, per the reported event details, the device was inserted via the subclavian vein. As a result, it is possible that damage caused by compression of the catheter between the clavicle and first rib may have contributed to the reported event, as both the break and hole were circumferentially-aligned and had a granular surface. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the catheter was placed in the subclavian vein. It was further reported that a fracture was identified. Reportedly, catheter segment and port body were removed successfully. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the catheter was placed in the subclavian vein. Allegedly there was a subcutaneous fracture. Catheter segment and port body were removed successfully. There was no reported patient injury.